Event description:
It was reported that this pacemaker was experiencing noisy signals on the right ventricular (rv) lead. Technical services (ts) was consulted and explain the lead pacing may be compromised. The device remains in service. No adverse patient effects were reported.